Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the evaluation of the images provided, a stent twisting could be confirmed. A stent fracture could not be confirmed because the single stent struts were not visible; the outer diameter of the stent appeared homogeneous over the whole length visible. An indication for a process related issue could not be identified. Labeling review: in reviewing the applicable labeling for this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU closely describes the stent placement by stating: 'confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU also mentions balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare provider (hcp) performed an intervention procedure of a 170mm stent which was implanted on (B)(6) 2018 via a crossover approach of an occlusion relatively far proximal in the sfa with a steep aortic bifurcation, as the patient presented with alleged leg pain approximately six weeks post initial procedure, and discovered the stent was allegedly fractured which led to an in-stent closure. The hcp alleged a pronounced fracture of the stent in the arteria femoralis at the transition upper to middle third section was identified under fluoroscopy, and minor alleged fractures were also visible at the distal end of the stent. Reportedly, the patient received a femoropopliteal bypass since the issue could not be resolved interventionally. The patient was hemodynamically stable at the conclusion of the procedure.